Manufacturer narrative:
If explanted; give date: n/a (not applicable) to date, the lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was deployed inverted in the patient and the haptics were bent upon deployment. There was no patient injury. The iol remains implanted. During follow-up, it was found that repositioning was required to rectify the inversion. No additional information was provided to abbott medical optics.